Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. The reported guide bend was confirmed. Difficult to remove the device from the vessel could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
The following information was received: the proglide device was deployed during pre-close. A cuff miss occurred. There was resistance reported during removal of the proglide device. Although resistance was experienced, the device was removed successfully. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an ablation interventional procedure. Reportedly, the guide tube of the proglide device was found bent. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to 12f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.